Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the cap of her onetouch lancing device was missing. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that she lost the cap to the lancing device approximately 4 months prior to contacting lfs. The patient tests once a day and manages her diabetes with oral medication. As a result of the alleged issue, the patient claimed that she discontinued testing her blood glucose; however, continued to take her usual dose of oral medication. On an unspecified day in (B)(6), 2010, after she had lost the cap, the patient reported feeling sweaty and shaky. In response to the symptoms, the patient reported that she treated herself with food and drink and confirmed feeling better afterwards. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 4:12 pm, the patient obtained the blood glucose reading of 289 mg/dl on the reported meter. Prior to that reading, the patient had been experiencing the symptoms of weakness, being "warm", lightheadedness and disorientation. Based on the 289 mg/dl reading, the patient took a bolus of 3.7 units novolog insulin using her pump. Fifteen minutes later, the patient obtained the blood glucose reading of 49 mg/dl on the reported meter. The patient administered self-treatment by consuming food; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly obtained a low blood glucose reading of 49 mg/dl after she took a bolus dose of insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Event description:
The customer reported that he was hospitalized for hyperglycemia, with a reading of 755 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Attempted to conduct the prime test twice, but the insulin pump immediately alarmed motor error both times. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.